Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00487 and 3010532612-2023-00488.

Manufacturer narrative:
(B)(4). Medwatch report #mw5145040 the reported serial number (as30646) matches the serial number on the returned sample. The reported lot number (18f23b0016) matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the iabc short driveline tubing. The supplied arterial pressure tubing assembly was noted connected to the iabc luer; clear fluid was noted within the ap tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 12.5cm, 17cm, 32.5cm and 39.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was noted off centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact; no damage or abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 12.7cm and 32.6cm from the iabc distal tip , which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 49.1cm, and 70cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab would not fully unwrap at the distal tip" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing , the iabc bladder inflated and deflated completely with no alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00487 and 3010532612-2023-00488.